Event description:
It was reported that the pump exhibited an error code and that the keypad malfunctioned. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection was performed as part of the functional test and the reported issue was duplicated. The keypad was degraded, a broken battery compartment, len, and battery door were confirmed, however error 45630 could not be duplicated. As a result, the keypad was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.